Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. There is deep scoring on both the distal and proximal ends of the inner blade. A functional evaluation was performed on the returned device and found the inner blade rotated freely inside the outer blade when spun by hand. A spin test was performed utilizing a reference control unit and mdu in saline solution. The blade was agitated in the solution and tapped lightly against the side of the glass beaker during the spin test. No shedding or particles were noted. The blade spun as intended without grinding, seizing, or unexpected noise. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff tendon procedure, the incisor plus detached a lot of metal particles. All fragments were removed form the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.